Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B2 was inadvertently left blank on the initial manufacturer device report number 1220648-2025-26728. D6a was erroneously entered on the initial manufacturer device report number 1220648-2025-26728. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26728 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system: section: general patient care considerations: "assess access site for bleeding and hematoma." Section: entering cardiac output: use of the repositioning sheath and peel-away introducer: "remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site." Section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)."

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient experienced bruising and swelling to impella site on right chest wall as well as bruising to inner aspect of right upper arm. Two units of packed red blood cells and one unit platelets were administered to the patient. Sandbag was applied. The patient continued on support until the device was successfully weaned.